Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen 750mcg/ml; 121mcg/day via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6) 2016. It was reported the patient was admitted to the hospital (B)(6) 2016 with acute dystonic episodes. On (B)(6) 2016 the pump was refilled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.